Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A technician reported that during a hemodialysis (hd) treatment, the patient clotted off and there was thermal membrane pressure (tmp) issues. In a follow up, a technician indicated that the patient's loss of blood was minimal because there was a rinse back of most of the blood. The transducer protector was replaced due to being flooded. There is no sample available to return.